Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system made a popping noise during a case. The 9800 sysem had to be removed and the procedure was completed with another system. No patient injury was reported.